Manufacturer narrative:
Additional information was received on march 27, 2020 stating that they can not confirm which issue occurred with either of the catheters. Therefore, additional testing was performed to include the force high issue for this device. Hence, updated the investigation summary: it was reported that every time when coming on ablation, the catheter would jump around on the screen to a completely different location, and then come back. The grounding pad was replaced, without resolution. The cable was replaced without resolution. The catheter was replaced and the issue resolved. The procedure continued. In addition, it was also reported that every time when coming on ablation, the replacement catheter's force reading would display as "high." The cable that went from the patient interface unit to the generator was replaced, without resolution. They then disconnected the ECG, pentaray catheter, and other catheters one by one to see if they could ablate, without resolution. The catheter and the cable were then both replaced, and the issue resolved. The procedure was continued. There was no patient consequence reported. The device was visually inspected and it was found in good condition. A second closer inspection was performed and a hole was found in the pebax, reddish material inside. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding the jump was unable to be duplicated during the product investigation. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The h6. Method codes, h6.result codes and h6. Conclusion codes remained the same. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: the device was visually inspected and it was found in good condition, a second closer inspection was performed and a hole was found in the pebax, reddish material inside. The magnetic features was tested and no issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified.  The customer complaint regarding jump was unable to be duplicated during the product investigation. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis noted a hole on the pebax. Initially it was reported that every time when coming on ablation, the catheter (30307140m) would jump around on the screen to a completely different location, and then come back. The grounding pad was replaced, without resolution. The cable was replaced without resolution. The catheter was replaced and the issue resolved. The procedure continued. The carto 3 system was operating per specifications and was not responsible for the product issue. In addition, it was also reported that every time when coming on ablation, the replacement catheter's (30300175m) force reading would display as "high." The cable that went from the patient interface unit to the generator was replaced, without resolution. They then disconnected the ECG, pentaray catheter, and other catheters one by one to see if they could ablate, without resolution. The catheter and the cable were then both replaced, and the issue resolved. The carto 3 system was operating per specifications and was not responsible for the product issue. The procedure was continued. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The icon jumping issue was assessed as not reportable as it was highly detectable. There was no real movement of the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The force high issue was also assessed as not reportable as it was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and on march 4, 2020 noted a hole on the pebax with reddish material inside the pebax. The hole on the pebax was assessed as a reportable issue. The awareness date of the reportable lab finding is march 4, 2020.